Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Analysis revealed a canted bal-seal spring in the top port of the header. A terminal end electrode remained in the bottom port of the header which was subsequently removed before auto-testing. The ipg passed all tests on the auto-test except for the (B)(6) test which can be attributed to the canted bal-seal spring. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01611. The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the pt complained of ineffective stimulation, even when using the system at maximum amplitudes. The physician explanted the system on (B)(6) 2011. No further pt complications were reported.